Event description:
Consumer complaint of about high blood results. Customer states that she feels well and requires no medical attention. Customer's expected blood results are 88-120mg/dl fasting. Verified the strips expire (B)(6) 2015. Customer confirms the strips are stored properly and were first opened (B)(6) 2015. Customer performed back to back blood test, 163mg/dl and 188mg/dl fasting. Reviewed meter memory. No adverse event reported.

Manufacturer narrative:
(B)(4). No product yet returned.